Event description:
The target lesion was the right proximal rca (aha1). The lesion was a de novo, highly calcified and slightly tortuous. There was 90% stenosis. The dura star 3.0/15 mm balloon was delivered to the target lesion with some friction. When the dura star was being inflated up to around 8 atm, the pressure of the inflation device decreased. Therefore, the physician retrieved the dura star from the pt and leakage from the balloon was observed outside the pt. To finish the procedure, pre-dilation with a bc (lacrosse) was conducted and a bms (vision) was implanted at the target lesion. The procedure was finished successfully. There was no pt injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.